Event description:
Thirty eight year old homeless male with medical history of severe mitral regurgitation, active subacute endocarditis, mild tricuspid regurgitation, slight aortic regurgitation status post childhood repair of congenital heart defect underwent mitral valve replacement with a mitral homograft on 11/4/96. Immediately post-op, "tee revealed minimal residual mitral regurgitation at first but then suddenly became severe. Inspection of the subvalvular mechanism demonstrated partial dehiscence of the anterior papillary muscle attachment." The pt was re-opened and multiple repair sutures were placed to reattach the donor muscle. A carpentier ring was used to downsize the annulus but mitral regurgitation was "much worse than before." The homograft and ring were removed and replaced with a porcine valve. Site did not assess relation of explant to homograft.